Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/15/2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and a hypoglycemic event. Patient's mother reported that the patient had to go to the school nurse as a result of a low event. The receiver was displaying a blood glucose (bg) value of approximately 35-40mg/dl at the time. Patient's low alarm was set at 80mg/dl and the receiver did not alarm. Patient went to the school nurse and was given a juice box for treatment and waited for 15-20 minutes for their bg levels to increase. At the time of contact, the patient was well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of intermittent audio output was not confirmed. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.